Event description:
On 12-may-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10cf2, serial number (B)(6) in france within the emea region. During an endoscopic procedure involving placement of a biliary stent, a flap protector became lodged inside the instrument channel of the endoscope. After the endoscope was used on three patients with the flap protector remaining inside the instrument channel, the flap protector was expelled when a cleaning brush was inserted during reprocessing. The endoscope continued to be used thereafter, however subsequent sampling of the endoscope confirmed a positive result for a pathogenic organism. The facility's traceability confirmed that the endoscope had been used on a total of 27 patients. The facility sent the endoscope for repair without notifying pentax medical of the contamination and incident, and contamination as well as wear and kinking of the instrument channel were found by the company's repair service. This event occurred after use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical conducted a good faith effort (gfe) through pentax emea to obtain additional information regarding this event, and responses were received via email on 19-may-2026. According to the information obtained, the physician selected a colonoscope instead of a duodenoscope due to the patient's altered anatomical pathway following prior surgery, and the ercp procedure was performed accordingly. It was also confirmed that a total of 27 patients were potentially exposed to the contaminated endoscope. In addition, wear damage and buckling of the operation channel were identified. No infections associated with this event have been reported to date. In addition, information regarding the type of contaminating organism could not be obtained. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.